Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with and impella 5.5 via left surgical axillary/subclavian artery for mechanical circulatory support. The primary registered nurse (rn) called reporting that placement signal and left ventricle waveform have dashed out and are no longer available on the automated impella controller. Motor current was trending the same. Impella flows are the same. Purge flow and pressure are the same. The patient¿s vital signs and hemodynamics are unchanged/stable. The rn stated that the critical care provider was aware and ordering an echocardiogram to verify placement.

Event description:
Additional information was received from a clinical narrative. A 42-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage d) was initially supported with an impella cp placed percutaneously via the right femoral artery on (B)(6) 2026 and explanted on (B)(6) 2026 with reported patient survival. The patient was subsequently escalated to impella 5.5 support via surgically placed left axillary/subclavian arterial access on (B)(6) 2026. During prolonged support, the primary rn reported that the placement signal and left ventricular waveform were no longer visible on the automated impella controller (aic), with a ¿placement signal not reliable¿ alarm. Despite loss of waveform display, device parameters including motor current, impella flow, purge flow, and purge pressure remained stable, and the patient¿s hemodynamics were unchanged. The critical care provider was notified, and echocardiography was ordered and confirmed appropriate pump positioning. The console was not replaced. The patient subsequently expired while on support. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
B2. Is death and date of death added. B5. Additional event description added. D6b. Explantation day, month and year added. H1. Type of reportable event corrected. H6. Health effect - impact code added.